Event description:
It was reported that during l2 ilium fusion procedure, the portion of the instrument that screws into the clamp broke off into the clamp. The broken portion was retrieved. Procedure was completed with no further problem. There was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the clamp holder is designed to thread into the clamp 3h head to allow insertion and manipulation via the reduction pliers. This design is common within the uss family and is appropriate for its intended use. In conclusion, it is unclear what caused the threaded tip to break. It is possible that excessive forces during surgery and manipulation caused the tip to break. This complaint is deemed indeterminate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).